Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). No sample was returned by the customer for evaluation. The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Although a number of attempts were made to obtain a sample from the customer, no sample was available for evaluation. If additional information or samples become available, a follow up report will be submitted. A batch review was performed on the reported lot and no deviations were noted.

Event description:
The customer contacted baxter us to report one (1) flolink IV access device w/positive fluid displacement, in which "plastic from IV tubing cracked off on the blue hub". The facility stated that no patient involvement, injury or adverse event is reported.